Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, wear abrasion, fold crease, and yellow particles inside the device and red particles inside the fill channel. A leak test was performed and found an opening on the posterior side. A microscopic analysis was performed which identified a smooth crease opening on the posterior side. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment a smooth crease opening on the posterior side assessed as a fold flaw opening.

Event description:
Patient reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left side deflation. Device remains implanted.